Event description:
Patient arrived at the clinic on (B)(6) 2024 with noted electrical tape to modular cable driveline. When tape removed, the modular cable was noted to have a small tear to outer casing. Modular cable replaced.